Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection a broken syringe tip was found stuck inside of the infusor's fill port. After the syringe tip was removed from the infusor's fill port a similar syringe was used to functionally test the device. The similar syringe was connected to the fill port, used to inflate the device with water, and removed without incident. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The initial evaluation did not confirm a device malfunction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when an infusor was being filled, the syringe broke at the fill port. There was no patient involvement. Additional information was requested and is not available.